Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was temporarily suspended due to the altitude alarm, and they planned to call back to complete troubleshooting.